Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by cloudy effluent. The cause of the event was reported as diverticulitis. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified intravenous and intraperitoneal antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. Dianeal therapy remained ongoing. Five days after admission, the patient was discharged from the hospital. At the time of this report, the patient had recovered. No additional information is available.